Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that a screw was broke during an unknown surgery. The procedure was completed successfully. There was no surgical delay. No patient consequences reported. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot 02-mar-2020 a DHR review was not performed for this pi. This lot was manufactured by brandywine. Part number: 04.614.014, lot number: 29p0864, supplier lot number: n/a, manufacture date or release to warehouse date: 12/06/2019, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during assemble production of lot number 29p0864. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.2, component lot number: 28p8969, supplier lot number: n/a, manufacture date or release to warehouse date: 11/21/2019, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 28p8969. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.30, component lot number: 27p7775, supplier lot number: n/a, manufacture date or release to warehouse date: 11/18/2019, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 27p7775. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.40, component lot number: 30p6259, supplier lot number: n/a, manufacture date or release to warehouse date: 12/04/2019, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 30p6259. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history review review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is february 14, 2020 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, during an unknown surgery two (2) screws broke while finalizing screw with torque handle. The procedure was completed successfully. There was no surgical delay. No patient consequences reported. Concomitant device reported: unknown torque handle (part# unknown, lot# unknown, quantity# 1).